Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported device turned self off while monitoring pt only. There was no reported adverse pt impact.